Event description:
Dr. (B)(6) was doing a revision of a t10 - pelivs and extending the fusion up. He wanted to cut our titanium alloy rod lnsitu and ask the nurse to go grab a hospital owned bolt cutter off the shelf. Dr. (B)(6) cut the excess piece of the first rod on first side and proceeded to the other side. When he cut that side the bolt cutter tip snapped off and shot into the spinal cord. The bolt cutter was not manufactured by stryker it was purchased from zimmer by the hospital." On 01/23/2018, stryker spine also reported this same information to zimmer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).